Event description:
A user facility biomedical technician (biomed) reported finding burnt wires during the routine inspection of a fresenius 2008t hemodialysis (hd) machine. The biomed identified two white wires connecting the power supply¿s capacitor to the rectifier, that appeared blackened (or burnt). No other damaged components were found. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed stated there were 4,380 hours on the machine. The machine remained out of service upon follow-up. The biomed ordered a new power supply assembly for the machine. The biomed did not think it was possible to just replace the wires and rectifier, because the wires are hardwired into the capacitor. The sample was reportedly available to be returned for manufacturer evaluation. In addition, photos of the burnt wires were provided for review. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Although no parts were returned for evaluation, photographs of the thermal damage were provided for review. Based on the provided photographs, the reported event was able to be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding burnt wires during the routine inspection of a fresenius 2008t hemodialysis (hd) machine. The biomed identified two white wires connecting the power supplys capacitor to the rectifier, that appeared blackened (or burnt). No other damaged components were found. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed stated there were 4,380 hours on the machine. The machine remained out of service upon follow-up. The biomed ordered a new power supply assembly for the machine. The biomed did not think it was possible to just replace the wires and rectifier, because the wires are hardwired into the capacitor. The sample was reportedly available to be returned for manufacturer evaluation. In addition, photos of the burnt wires were provided for review. There was no patient involvement associated with the reported event.